Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a motor error alarm. After motor error alarm, insulin pump received an off no power alarm but did not receive a low battery prior. Customer's blood glucose was 113 mg/dl. Issue was resolved with new battery change. Customer was advised to monitor insulin pump.